Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing), fortum injection (1gm, per day, ongoing), fortum - tobramycin injection (80mg, per day, ongoing) and heparin injection (1/2 ml) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from peritonitis seven days after the event onset. Antibiotic treatment was discontinued 14 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.